Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the unit failed the rotor error alarm test of the per formance verification. An issue was found with the gearbox. A trend has been identified and a formal corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an issue occurred with an enteral feeding pump. Upon triage of the unit on (B)(6) 2017, service found the unit was failing the rotor error alarm test of the performance verification.